Manufacturer narrative:
Additional information: b5, g4. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a whipple laparoscopic procedure, two reloads did not fire. The surgeon was able to press the green button. Another handle was used with the 2 reloads however, it did not fire at all. Third reload was used with the second handle to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a whipple laparoscopic procedure, two reloads did not fire. The surgeon was able to press the green button. Another handle was used to complete the case. There was no patient injury.